Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint summary: this ratchet broke while the surgeon was using it to insert the screw in the vertebra. It fell apart into in his hands. A small piece fell in the patient but was easily retrieved without an incident. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. H6: photo investigation: the device was not returned. A photo-investigation was performed on the image in pc attachment file "thumbnail_image.jpg". The image depicted a ratcheting adapter with its pin, working-end/shaft, and ratcheting component apart from one another. A broken condition was not confirmed for any component, however. No additional issues were observed. No device identifiers were visible. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation, as the received condition of 'fell apart' can present to the user as a 'broken' condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot lot unknown, therefore, a DHR review could not be performed. Device history batch null, device history review lot unknown, therefore, a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the ratchet broke while the surgeon was using it to insert a screw in the vertebra. A small piece fell in the patient but was easily retrieved without an incident. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) ratcheting adapter, cannulated. This is report 1 of 1 for (B)(4).